Event description:
Patient reporting pump malfunction. Pump sn (B)(4) malfunctioned yesterday and today - was beeping and gave her error about "no disposable" but it was connected to cassette and still had medication left. She successfully switched to back up pump and is infusing: no injury reported. Pharmacy will send replacement pump and patient will return malfunctioning pump. Error occurred while patient was using pump. No other information provided. Dose or amount: 10ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: i27.2.